Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The defective cover (B)(6) was replaced and the device was returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since paint was chipping from the device, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on xten surgical lights, there is no event which led to the serious injury. A root cause analysis for paint peeling problem was performed by subject matter experts at the manufacturing site and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (x'ten / user manual / en / 0130103 / 3a, page 26) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. The technician pointed to heat, however, the manufacturer, due to limited information and lack of photos, as well as the lack of previous complaints indicating overheating as the cause of paint damage, is unable to confirm this and one of the probable causes may be abnormal use. Subject matter expert at the manufacturing site also stated that this event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles have been detected first by the user during daily and monthly checks (x'ten / user manual / en / 0130103 / 3a, page 26). The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The initial reporter was the getinge service technician. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 2nd may, 2023 getinge became aware of an issue with one of surgical lights - xten. It was stated the paint was blistering on the top of the headlight cover due to heat. Such situation could lead to paint particles falling off the device. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.